Event description:
The company was informed that the patient had surgery on (B)(6) 2010 to remove the magnet of her internal implanted cochlear device. The magnet was explanted to accommodate MRI procedures for non-device related issues. The explanted magnet was returned to advanced bionics. The patient continues to use her cochlear device.